Manufacturer narrative:
The pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The no delivery alarm functioned properly. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The pump was received with cracked case at display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels and absence of no delivery alarm. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer states they treated with pump and manual injection. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.